Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system was not saving images to the correct patient file and had corrupt data. There was no patient injury or death reported.